Manufacturer narrative:
It was reported that the patient was implanted with a prodisc c device at c5/6 on (B)(6) 2022. Patient reported increased neck and arm pain after the procedure. It was found that the implant had changed position and was causing kyphosis and fish mouthing of the implant. Pdc implant removed on (B)(6) 2023 and fused the patient with a corelink 3d printed titanium cage. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels defined in the risk assessment. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation could not be completed as the implant was not returned from the hospital following the removal. There were no anomalies found during the complaint investigation. The implant migrated following surgery which led to implant kyphosis and fish mouthing. This report is for 1 of 1 devices involved in this event.

Event description:
It was reported that a patient received a prodisc c implant on (B)(6) 2022. The patient experienced increased neck and arm pain and an x-ray found that there was a change in implant position resulting in kyphosis and fish mouthing of the implant. A prodisc c removal was completed on (B)(6) 2023. Patient was revised by a corelink 3d printed titanium cage.